Event description:
Livanova deutschland received a report that heater cooler 3t system displayed alarm e05 (in the patient circuit: stirring mechanism will not start or does not take in enough power) during setup before the operation. There was no patient involvement

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4. At the submission of the case, two possible serial numbers of the involved heater cooler were provided: (B)(6). Both are item 16-02-95, first has UDI (B)(4) and second has UDI (B)(4). H4 / h5 at the submission of the case, two possible serial numbers of the involved heater cooler were provided: (B)(6). Both are item 16-02-95, first was manufactured on 17 october 2019, second was manufactured on 19 september 2019. G.5. The heater-cooler 16-02-95 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler. The incident occurred in japan livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.